Event description:
It was reported that while connected to a patient, the external pulse generator (epg) had turned itself off. The patient had an intrinsic rate of 30 beats per minute (bpm) at the time, so the patient did not have any severe health hazards. The epg was turned on again and it started pacing. Later, the patient was transported to the catheterization laboratory, when the patient arrived, the epg had turned off again. The battery of the epg was replaced for a new battery and the switch was turned on, however the low battery indicator was lit and pacing failure was found. The epg was returned to the manufacturer. The patient's heart rate had risen to 70 bpm so there were no patient complications reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The device was checked and analyzed and no anomalies were found. It was noted that the epg was not using the manufacturer-specified battery. Also, the main printed circuit board (pcb) was replaced as a preventive measure. (B)(4).